Event description:
IV lipid filter not allowing lipids to pass through from IV tubing into the filter. Changed filter with different lot number, and still did not work. Used other kind of lipid filter, requiring more amount of lipids to be passed through tubing. Materials management notified representative upon receiving this report to inform the manufacturer of these malfunctions. We confirmed within our pharmacy department that there had been no changes in the preparation of the lipids that would have contributed to the inability for them to flow.